Event description:
Factory analysis of a returned cpu pcb board revealed a failed component that could result in a failure of the 5 volt supply. Failure of the 5v supply as noted, may result in the ventilator shutting down and alarming during normal ventilation mode operation. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided.